Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue led to the customer's blood glucose level reaching a high level, although the specific value was not known. The customer addressed the high blood glucose by administering a correction bolus using the pump and did not require further assistance from a third party. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin therapy.